Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ with lidocaine in the left mandibular angle. About twenty days later, patient complained of pain in the area. A few months later, patient underwent an ultrasound where it was suspected granulomas had formed as the diagnostic impression was "solid nodule with discrete internal vascularization in the subcutaneous tissue of the left mandibular angle, suspicious for granulomatous reaction (type IV hypersensitivity)." Symptoms are ongoing.